Event description:
It was reported that the unit was experiencing over-pressure from co2 and pt experienced high level of co2.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.